Event description:
It was reported when using one (1) bd veritor¿ system for rapid detection of flu a+b laboratory kit, discrepant flu results were observed with an unspecified number of patient samples. Other non specified tests provided positive flu results. There were no health impact or consequences reported. No additional information was provided as the customer has not responded to multiple follow up attempts by bd.

Manufacturer narrative:
There were multiple 510k reported to be involved. The information for the additional 510k are as follows: g.4. PMA/510(k)#: k121797, k132256, k132693, k133138, k151301, k152874, k160164. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit flu a+b 30 test hospital veritor (material #: 256041), batch number 3274402. The customer reported that they are receiving discrepant results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using one (1) bd veritor¿ system for rapid detection of flu a+b laboratory kit, discrepant flu results were observed with an unspecified number of patient samples. Other non specified tests provided positive flu results. There were no health impact or consequences reported. No additional information was provided as the customer has not responded to multiple follow up attempts by bd.